Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: superficial jacket damage, damaged strain relief. The reported event of a communication issue between the controller and the monitor was confirmed. System controller, serial (B)(6), returned and was not able to communicate with the system monitor. There were two cuts on the black power cable. The cable jacket and shielding of the both power cables were stripped. There was no underlying damage to the black cable wires where the cuts were observed. A severed orange transmission wire was found on the controller housing side of the white power cable (figure 3). No other damage was observed. The power cable was replaced to continue with testing; the controller was able to support pump function for an extended period of time. The root cause for the communication issue was determined to be a severed communication wire in the white power cable. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller including the cables. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller would not give any information to the monitor. The monitor would read "not displaying data" when attached. The same monitor would work on other patient's controllers. Patient had no adverse event. Controller was changed without incident, and it will be returning for evaluation.